Event description:
It was reported that the patient presented to the emergency room (ER) due to "hemodynamic intolerance" with the long atrial -ventricular delay of managed ventricular pacing (mvp). The patient was re-programmed to dddr at a rate of sixty, but continued to have angina and was hospitalized. The patient was enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.